Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another balloon and an eluvia stent was deployed. No patient complications were reported.